Event description:
It was reported the patient had not charged his ipg in over 6 months, and had no stimulation. The programmer and the charger would not communicate with the ipg. A replacement charger did not resolve the issue. It was reported surgical intervention was a possible next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. 1627487-12192011-003-r.